Event description:
The physician lost the stent before the deployment due to the severe stenosis; meaning that because of the tightness of the lesion and the small diameter of the vessel at that place, the stent got stuck and moved away from the balloon it was on. The physician recaptured the stent with an evercross balloon and deployed the stent in the correct position. No injury to the patient was reported.